Event description:
The MFR received info alleging a ventilator was making noise and alarming. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.